Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedances on all leads, as well as s1 lead migration. As a result, the entire system was explanted via surgical intervention on (B)(6) 2024.